Event description:
It was reported that during a procedure to add defib coils to the patients existing implantable cardioverter defibrillator (ICD) system the physician attempted to insert the lead and inadvertently damaged the coil of the sub-q lead. The lead was removed and an alternative lead was implanted in which the physician had difficulty placing the coil due to the patient's anatomy. The patient did experience torn skin at one of the multiple insertion sites while the physician was attempting to tunnel the sub-q coil into location. Once the additional leads were placed the patients existing ICD was tested for defibrillation thresholds (dft). Patient was unsuccessfully defibrillated and needed to be externally defibrillated. Reprogramming and multiple configurations were attempted but due to the patients condition none of these worked. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.